Event description:
Resident found dead with left arm and torso wedged between upper half side rail and mattress with lower body hanging over side of bed. Coroner investigation, autopsy performed. Resident a & o at time of incident. In past had never attempted unassisted ambulation and had always rang or yelled for assistance.